Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 635 mg/dl, and she was nauseous and acting hyper as a result. The customer's mother believes that the pump is fine and that the hospitalization is a result of inaccurate sensor readings; the infusion set and pump were inspected and appeared normal but the sensor cannula was bent. The customer was advised that the sensor itself cannot cause hospitalization unless they were looking at the sensor glucose reading on the pump and treating with that instead of the actual fingerstick blood glucose reading. The customer's mother understood. No products were returned for analysis and a replacement sensor was shipped to the customer.